Event description:
Oracle ro 1223235: fails accuracy (B)(4), lens damage (during testing / no patient injury).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed the upper back label was missing. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications and scratched liquid crystal display lens. Root cause was found to be inaccurate delivery of the product. Recommended expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range and replace scratched liquid crystal display lens.